Manufacturer narrative:
Result - the complaint of "low impedance" was confirmed. As received, lead "a" was kinked with all internal wires broken approx 17cm from the stim end and a cam impression on the outer tubing. As there was no breach of the outer tubing, the fracture is consistent with an overstress condition the lead was subjected to at the distal end of the swift-lock while it was inside the pt. Lead "b" also had a cam impression on the outer tubing but no broken wires were observed. It passed conductivity and stress testing on all channels. No signs of lead pull out were observed on either lead. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Ref MFR reports: 1627487-2013-18160 and -18585.